Event description:
The pt stated that, on five occasions, her infusion set tubing separated at the luer-lock connection. She reported that her blood glucose level was affected during "a few" of the occasions when the tubing separated. She stated that the highest her blood glucose level rose was 10.3mmol/l (185mg/dl) during one of the occasions. Her normal blood glucose range is 6-8mmol/l. (108-144mg/dl). When the infusion set tubing separations occurred, she stated that she replaced the tubing and administered a bolus of insulin to decrease her blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.